Manufacturer narrative:
There was one (1) malfunction event reported associated with shearing. The evaluation of the product has determined the shearing was attributed to improper technique or improper use of the product. There was damage to the abutment bevel also which can alter the forces associated with implant connection. The evaluation concluded the abutment returned was sheared. A review of the device history record did not note any non-conformances. Therefore, the item was manufactured to specifications. The damage to the device occurred outside the scope of the manufacturer.

Event description:
This report summarizes 1 malfunction event. A review of the event involved the abutment hex shearing. This report was received from a single source. No patient consequence was noted for the 1 event. No information regarding the patient demographic was provided.